Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter, translated from french to english: "for your information, as you can see in the image, some kind of grease was in the syringe, if you want to combine it with other complaints that you may have received and find the source of this problem. "

Event description:
Additional info from customer: what is the quantity of syringes that have had the reported abnormality? 1 only. Did the incident result in an adverse reaction or serious harm? No. Are you able to return a representative sample to bd for investigation ? If so, send us your mailing address so we can send you a shipping label. If not, could you send us some pictures? Sample available, danielle tremblay 5 rue des hospitalières, victoriaville, qc g6p 6n2 (ideally email me the transport label, it would be easier to forward it to the person concerned) photos attached too.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported some kind of grease was in the syringe. To aid in the investigation, one sample and three photos of a 1ml luer lok syringe were received for evaluation by our quality team. The sample was received in an unsealed package with all applicable product information on the top web. The sample has a brownish-yellow stain on the barrel consistent with embedded foreign matter. The three photos each show a loose syringe from various angles and a close-up of the embedded foreign matter condition. The condition observed is non-conforming per product specification and is associated with the molding process. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. This type of defect is cosmetic and does not pose a risk to the customer. A device history record review was completed for provided material number 309628, lot 3107395. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3107395 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.